Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The complaint was confirmed by failure analysis. In addition, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip did not close fully and did not attach to the tubing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-larger clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (both medium-larger clip applier instruments were used in the same procedure and had the same complaint).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-larger clip applier instrument did not fire. The procedure was completed with no reported injury.